Event description:
The customer contacted beckman coulter, inc. (Bec) to report discrepant results for troponin I (accutni) for two (2) patient samples assayed with access accutni reagent on an access 2 immunoassay system. The discrepant accutni results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported reassaying both patient samples for accutni. The reassay results for both patient samples were discrepant compared with the original analyses. In addition, the repeat results recovered within a different risk stratification range for accutni. The customer reported that quality control results recovered within the laboratory's established ranges prior to the event. The customer reported executing an instrument system check five times before passing results were obtained. The customer did not provide information regarding any troubleshooting activities performed.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse observed air in the substrate heater and probe line. The fse cleaned and re-seated the substrate valve. In addition, the fse performed a preventive maintenance on the analyzer. The fse verified the repairs by running the substrate portion of a system check followed by a complete system check. Both checks yielded acceptable results. The fse followed up with the customer later that day. The customer reported that quality controls and patient samples were yielding acceptable accutni recoveries.